Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the sensor cannula looks shorter than normal. The customer's blood glucose reading was 220 mg/dl at the time of incident. Troubleshooting found that the transmitter does not blink when connected to the transmitter. The customer was advised that the sensor would be replaced and to return the product for analysis.